Event description:
The device displayed the elective replacement indicator message after three months of use. The device was replaced. The patient outcome is unknown. Further information is being requested at this time.